Event description:
After crossing the lesion with the cypher select plus 2.75x13mm, upon inflation, the stent failed to inflate. Upon withdrawing the system and closer inspection, a crack and leak on the hub was discovered. Additional information indicated that the device was prepped as normal, and it was withdrawn using the hub and nothing was noticed at this point. The device was unable to be used as it could not be deployed. There was no difficulty in connecting to the indeflator. No further information was available.

Manufacturer narrative:
The product is expected, but to date it has not been received for analysis. Additional information will be submitted within 30 days of receipt.